Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred.   Access was obtained at the left femoral artery. The target lesion being treated was located in the moderately tortuous and calcified left superficial femoral artery. A guide wire was used to cross the lesion. After which, a 5.0 x 40mmx75cm mustang balloon catheter was advanced to the target lesion for predilation. Upon first inflation at 20 atmospheres, the balloon ruptured. The device was then replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device returned to manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).